Event description:
It was reported that the lead showed high impedance and a potential fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.